Event description:
The technician alleged that there is a loud clicking noise coming from the sidecom board and that the nurse call on the unit is not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the sidecom communication power control board to resolve the issue.